Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level that was over 400 mg/dl. They also reported that they were hospitalized on (B)(6) 2017 due to high blood glucose with traces of ketones. The customer's blood glucose level at the time of admission was 387 mg/dl. The customer had symptoms of vomiting and felt their blood glucose level was going high. The customer was treated with an intravenous drip and fluids. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined troubleshooting for the high blood glucose. The customer needed help with infusion set change. Troubleshooting was performed for the infusion set change. The device will not return for analysis.